Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x12mm taxus express2 drug eluting stent (des) had been advanced to the unspecified target lesion, but was unable to cross the lesion. The physician removed the des and found that a strut was sticking out on the stent. No pt complications were reported.